Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices ((B)(4)) used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the handle was turned in attempting to deploy the band, the first click was not audible. The bands were then deployed at the wrong time and slipped off the varix. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.